Manufacturer narrative:
(B)(4)

Event description:
Both leads had subclavian crush. Leads were discarded. Atrial leads had noticeable non capture at high thresholds then during atrial lead replacement as soon as we uncoiled leads out of the pocket, the rv lead stopped working intermittently and then they replaced both.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.